Event description:
The customer contacted stryker to report that their device did not deliver defibrillation energy and displayed the "max voltage exceeded" message. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify nor duplicate the reported issue. The root cause could not be determined. Stryker recommended the customer replace their quik-combo cable as a precautionary measure. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device did not deliver defibrillation energy and displayed the "max voltage exceeded" message. This issue is patient related; however, there was no adverse event reported.